Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports that a leak was observed on the arterial side of the catheter approximately six hours after placement. The catheter was pulled and replaced without further consequences to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded